Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2008. The lens was explanted on (B)(6) 2014 due to the development of a cataract. The cataract was first noted during a follow-up visit on (B)(6) 2010 and was an anterior subcapsular cataract. The reporter stated the event may have been due to a vaulting issue with the icl but the patient did have lasik surgery after the lens was implanted and may have contributed to the cataract. When the lens was explanted it was noted to have rotated in the eye. The patient had complained of cloudiness and glare. A toric iol was implanted the same day of explantation of the icl and sutures were not required.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted six years postoperatively to address loss of visual acuity caused by development of a cataract. The cataract was removed and toric iol was implanted at the same surgery date. No reported postoperative sequelae. According to the report from the facility, the cataract was anterior subcapsular and was not solely attributed to the vaulting of the device. The patient had a lasik surgery after icl implantation, and that could have caused/contributed to the reported event. It should be noted that literature reports that approximately 6-7% of patients develop anterior subcapsular opacities following icl implantation but only 1-2 % progress to clinically significant cataract, especially in high myopes and older patients. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - cataract, induced; (glare); (cloudiness); unintended movement; (explanted). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).